Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring over 600 mg/dl with extreme drowsiness, polydipsia, polyuria and nausea. The patient reportedly provided self-treatment of insulin via injection. The reporter alleged an inaccurate delivery issue; the basal history does not match the active basal program. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a delivery accuracy issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-feb-2018 with the following findings: a review of the pump history showed the user programmed a zero unit per hour basal rate. A call service 213 glucose above user high limit was recorded. The insulin deliveries were resumed. The pump was run for 24 hours at a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 unit and the total daily dose showed 48 units. The total daily doses added up correctly with no delivery defects. The pump was delivering within range and delivering accurately. No alarms or delivery interruptions occurred during testing. The complaint was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.